Event description:
The MFR rep reported a pocket infection. The hcp reported the primary location of the infection was the device pocket. Cultures found staphyloccocus. The pt was treated with both IV and oral antibiotics, and device explant. The infection resolved. The device sys was removed and returned to the MFR for analysis.

Manufacturer narrative:
Preliminary device analysis results were not available on the date of this report. A f/u report will be sent when device analysis is completed.